Event description:
A nurse reports the intraocular lens (iol) haptic broke during insertion. Enlargement of the incision was required to accomodate removal and replacement of the lens. Additional info has been requested.